Event description:
It was reported that the end of the saw broke off during a surgical procedure. There was no reported patient/user injury, but additional measures were required to verify nothing remained in the body. The procedure had to be re-scheduled.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.